Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary narrative (functional issue) couldn't be verified from the provided pictures. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device history lot part: 08.501.001.20s, lot: 50p1826, manufacturing site: bettlach, release to warehouse date: may 25, 2020, expiry date: may 1, 2025. A manufacturing record evaluation was performed for the finished device part: 08.501.001.20s, lot: 50p1826, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d9, e1 h3, h6: a product investigation was completed: upon visual inspection, only one (1) zipfix was returned from the 20 pack; the device appears to be cut in two pieces, the broken fragment that includes the needle end was not returned in the package. These are signs of usage of the device that do not contribute to the complaint condition. The provided image was reviewed; photo findings are consistent with physical investigation. The end of the zipfix was introduced into the head, the serrated teeth lock properly with no signs of issue or malfunction. A dimensional inspection was not performed due to post manufacturing damage. The complaint condition cannot be replicated during functional test. The current and manufactured to drawing was reviewed. The reported condition of the complaint device is not confirmed. No defect was detected. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G1: updated physical manufacturer information device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated physical manufacturer

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 the sternal zipfix would not lock during sternum closure. It was discovered that the needle detached during pull out. There was a surgical delay of fifteen (15) minutes. The procedure was successfully completed by removing the device and deploying another sternal zipfix. The patient outcome is unknown. This report is for one (1) sternal zipfix with needle sterile/20 pack. This is report 1 of 1 for (B)(4).